Manufacturer narrative:
(B)(4). Concomitant product: 6935-58 implantable defibrillator lead (B)(6) 2012. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was potential undersensing of the atrial lead was observed on the remote monitoring transmission. The lead remains in use. No patient complications have been reported as a result of this event.